Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the manufacturing representative (rep) was talking to them and they didn't get it and the representative got frustrated with them. Patient also said that they were in a lot of pain and wanted to get the device to work as soon as possible. Patient mentioned that they were waking up every hour to an hour and a half to urinate. During the call the patient was able to connect to their settings and confirmed that their therapy was on. Patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned the healthcare provider put the device on the side where their hip was bad. Patient was scheduled to see healthcare provider in 12 days. Patient would maintain stimulation level and would continue to track symptoms. Additional information was received from the patient. The reason for call was patient said the device wasn't working. Patient said in the first night and first half they went to the bathroom 39 times and the second day they were still going but a little less. They have been going constantly. Patient mentioned they thought they were going a lot because of the anesthesia getting out of their body but now it's been 3 days and they're still going constantly, patient said they don't usually go that much during the day, they usually go every couple of hours. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient. They reported that since date of implant they had not noticed any improvement in bladder symptoms. They said that it was worse. Patient said that the first day they voided 39 times and the second day 23 times. They also said that at night they were getting up every hour and weren't getting any sleep. Patient said they had symptoms of overactive bladder (oab) for about the past 1.5 years. Patient said that during the trial, they only experienced one good day and so were not sure if they were considered a good candidate. Patient said that saw healthcare provider (hcp) yesterday and the healthcare provider switched to a different program. Patient said that the programs the doctor tried yesterday, patient only felt in the rectum area. Patient said that the doctor said that the next step may be to run some diagnostic tests. The patient also mentioned that they had been severely constipated since received the implant which was unusual as they noted that they were on medications for constipation and usually when they took the third dose they had experienced diarrhea however took the third dose yesterday and still hadn't had a bowel movement. Patient stated they had been on medication for constipation for several years now. Patient mentioned that since they had received the implant, when they increased the setting they had also felt stim in their arm and at the incision site and when they decreased it they no longer felt it in those areas. Reviewed therapy information and general programming guidance. Reviewed potential known adverse events. The patient was redirected to their healthcare provider to further address the issue. Patient wanted their trial setting information. Patient services checked with support link agent and they said that they don't have access however will send a message to the representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being felt in the left arm and shoulder and at the incision site when increased was determined. The device caused neuropathic pain which ran down their leg and on the opposite side where they had no problems or pain (like their left shoulder or forearm). As resolution, the device was removed on (B)(6) 2025. The pain was on left. The patient asked to ask people who have pain about their condition. They told them that they had pain but it was like electricity all over their body. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.